Event description:
Customer reportedly received the following three sets of results on aviva meter on different days and at different times, within 10 minutes of each other: on (B)(6) 2018: 462 mg/dl and 208 mg/dl on (B)(6) 2018: 309 mg/dl and 106 mg/dl on (B)(6) 2018: 467 mg/dl and 138 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent